Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Misalignment was evident to the 1st stent wrap, with strut raised. Deformation was evident to the distal tip, with tip appearing flattened. The guidewire lumen patency was verified with a 0.015 inch mandrel; however, resistance was felt along the distal shaft, 1-8cm distal to the guidewire entry. Stretching was evident along the catheter, 1-8cm distal to the guidewire entry port. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempted was made to use one resolute onyx drug eluting stent to treat a moderately tortuous and calcified lesion, located in the between the mid diagonal branch and left anterior descending artery. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported stent deformation occurred in vivo during positioning/advancement. The procedure was completed using another resolute onyx des device. Patient status post-procedure is alive with no injury.